Manufacturer narrative:
The service evaluated the device, finding that it had come in contact with liquid. As stated by the instructions for use, the device can be damaged by infiltration of liquid and for this reason the user must not: use the device while having a bath, a shower, etc; immerse the pump in detergent solutions or in water; allow infiltrations of liquid inside the pump. In this case the contact with liquid damaged the electronics, with subsequent continuous alarm signaled by the pump. The service replaced the pcb. No consequences for the patient.

Manufacturer narrative:
We asked our distributor to send us the pump for the actual evaluation. As soon as the pump is evaluated, a follow-up report will be sent. No consequences for the patient.

Event description:
We were made aware, by our distributor (B)(4), of an event reported on maude database (report number mw5067644). Event description: "per pt crono 5 pump (B)(4) is beeping and will not turn off. She is unable to run the pump. No interruptions in remodulin therapy or adverse events resulted from this. Pt has back up pump which is working fine. We are replacing pump. Dose or amount: 189. 5 ng/kg/min, frequency: cont, route: IV. Dates of use: (B)(6) 2016 to ongoing. (B)(4)." Per our distributor, we received further information: "per patient, the crono 5 pump sn is (B)(4). When asked what does the pump read on the screen, the patient stated there is nothing on the screen. Just a continuous beep unless the batteries are removed. We could not troubleshoot the pump since we could not get passed the beeping. This patient has been on therapy for a long time and is very familiar with the functionality of this particular pump."